Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. During the investigation the pump history was also reviewed. The pump history shows that the pump had had the non-factory recertification completed by a third party servicer. The pump history shows that the pump was calibrated and the infusion factor changed at this time, causing the pump to over infuse. The non-factory recertification was not performed correctly by the third party servicer. Several infusions are observed in the history after the calibration is completed incorrectly. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump failed volumetric testing twice. Mmdg followed up with the initial reporter who stated that this had occurred during testing, and that no patient had been involved. (B)(4).